Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00486-1, 3002806535-2020-00488-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported, 1 scarp piece was found with item 161468. A review of the complaint database over the last 3 years has found no similar complaints reported with the item and lot combination. A review of the complaint database over the last 3 years has found no similar complaints reported with the item 154720 and with the item 159542 and 3 similar complaints reported with the item 161468. Without the opportunity to examine the complaint product and without any supporting materials (e.g. X-rays), root cause cannot be determined due to insufficient information. Risk assessment: the event reports revision due to lateral wear. A risk assessment has not been performed for the reported event as lateral wear (disease progression) is not device related. If further information regarding the root cause of the reported event is provided, risk should be re-assessed. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2020. Subsequently, a revision procedure due to lateral wear was performed on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical devices: medical product: oxf uni tib tray sz b lm PMA, catalog #: 154720, lot #: 000020; medical product: oxf twin-peg cmntd fem sm PMA, catalog #: 161468, lot #: 915350. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00486, 3002806535-2020-00488. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2020. Subsequently, a revision procedure due to lateral wear was performed on (B)(6) 2020.